Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The bottom surfaces of all set screws were analyzed under a microscope. Five of the set screws appeared to have a radial wear ring on their outer edges. This indicates edge contact with the rod versus normal face contact. Edge wear indicates the rod may not have fully seated at the interfacing surfaces. Face contact leaves a "windshield wiper" pattern indicating full surface contact when torqued properly to 98 in lbs. An additional four set screws were questionable with regards to wear patterns. All of the screws were also examined under a microscope, looking specifically for fully seated rod wear marks. This shows up as two linear line marks running through the base of the "u" channel of the screw anvil inside the tulip head. This is the interface feature for the rod. Of the screws that were returned, seven did not exhibit these linear markings (or were at least questionable). The set screws also passed a functional inspection with the subject pedicle screws, indicating that the set screws were unlikely cross-threaded. It was reported to k2m, inc. That the surgeon did not use reduction instrumentation. This may have also contributed to this incident, as the clamping force on the rod decreases with increased resistance on the set screw due to rod reduction without reduction instrumentation. In closing, based on our observations and the information provided by the agent, the surgeon's technique likely contributed to this incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (B)(6) 2017 that a revision surgery would take place in which backed out set screws would be removed. The patient reportedly had set screws back out approximately 2 months post-op. The revision surgery took place on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in progress.

Event description:
It was reported to k2m, inc. On (B)(6) 2017 that a revision surgery would take place in which a backed out set screw would be removed. The patient reportedly had a set screw back out approximately 2 months post-op. The revision surgery took place on (B)(6) 2017.